Event description:
Healthcare professional reported bilateral implantation of seri and concomitant silicone breast implants on (B)(6) 2014 during a revision to a previous breast augmentation. Post-implantation, the patient developed bilateral infections presenting as bilateral abscesses with pus and associated pain. Healthcare professional also reported swelling. The devices were removed and discarded on (B)(6) 2014. Upon removal, the seri was discovered to be completely unincorporated with the patient tissue.

Manufacturer narrative:
The events of abscess and inadequate tissue ingrowth are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The physician discarded the device when it was explanted and it is no longer available for return. Therefore, allergan will not receive the device and no analysis or testing will be done. These events are being reported because medical intervention was required, although device-relatedness has not been established.